Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. We have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the small dots as embedded contamination in the plunger. After analyzing the picture and the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in it was found that the plunger had black foreign matter after opening the unit package and not used on patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in it was found that the plunger had black foreign matter after opening the unit package and not used on patient.